Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) reported a corneal ulcer in 2019 while wearing the acuvue® oasys® brand contact lenses (cls). The pt went to an eye care provider (ecp) who prescribed unknown medications ou and suspended cls wear for 5 to 6 months. The pt reported the ecp released the pt to return to cls wear. On (B)(6) 2021 the pt provided additional information. The pt reported the event occurred in (B)(6) 2019. The pt can¿t recall the name, frequency, or how long the medications prescribed were used for treatment ou. The pt can¿t recall how long it took both eyes to improve. The treating ecp contact information was provided. On (B)(6) 2021 a call was placed to the pts treating facility. A representative reported the pts last visit to the facility was in (B)(6) 2019 for exams and a new eye glass prescription. The representative advised that was the only visit the pt had in 2019. No additional medical information was provided. This event is being reported as a worst-case event as we were unable to verify the pts diagnosis and treatment with the treating ecp. This report is for the pts os event. The report for the pts od event will be filed in a separate report. The suspect lot number and suspect product was discarded by the pt. No further investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.